Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use the bd vacutainer® blood transfer device holder with female luer adapter the non-patient needle assembly separates from holder/spin out. The following information was provided by the initial reporter: "when the third tube was transferred, non patient needle came off in the tube."

Event description:
It was reported during use the bd vacutainer® blood transfer device holder with female luer adapter the non-patient needle assembly separates from holder/spin out. The following information was provided by the initial reporter: "when the third tube was transferred, non patient needle came off in the tube."

Manufacturer narrative:
H.6. Investigation summary bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for sleeve came off with the incident lot was observed. Additionally, evaluation of the customer samples was performed and sleeve came off was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.